Event description:
It was reported that the patient was not receiving adequate pain relief. The patient underwent an explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and a half ago based on the date the manufacturer became aware of the event.